Manufacturer narrative:
H3 other text : device evaluated by remote service engineer.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor that indicated the ECG 5 lead cable had failed. The failure was discovered outside of clinical use. No patient or user harm was reported. Remote support completed a parts order for the customer to replace their failed part. The device was not available for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement accessory to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.